Event description:
It was reported that during an emergency room (ER) visit, the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes due to concerns of possible inappropriate therapy delivery. Upon review, the stored ventricular episode showed that the device had delivered eight bursts of anti-tachycardia pacing (atp) and five shocks as therapy in an attempt to convert the arrhythmia. The shocks were able to convert the rhythm. It was noted that the hcp was unable to confirm if the therapy was appropriate and at this time, suspects therapy was inappropriate. Ts discussed with the hcp programming optimization options and advised the hcp to consult cardiology for further device evaluation. At this time, the ICD remains in service. No additional adverse patient effects were reported.